Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and threshold suspend. The customer's blood glucose level at the time of incident was 109mg/dl. The customer's blood glucose level at been as high as 450mg/dl. The customer attributes the highs to miss calculation. The customer's levels had been as low as 55mg/dl. The customer treated the lows with juice and crackers. The customer declined to troubleshoot.